Event description:
It was reported during implant when the ventricular lead was inserted into the defibrillator, there was no capture. The lead was re-inserted and still no capture. The third attempt, the physician made sure the set screws were not in the connector bore and the lead was fully inserted. The thresholds were acceptable. System remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.